Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Visual inspection noted tool marks on the front and back side of the device case. X-ray inspection noted that the device plasma fuse was blown. Examination of the device memory dump revealed that the device had a shock into a shorted lead fault on (B)(6) 2012. This correlates with episode 237 attempt 3 which also states that the device shocked into a shorted lead condition on (B)(6) 2012 at the same time. This was followed by charge timeouts on attempts 4 and 5, resulting in a charge time out fault and declaration of eol battery status due to long charge times. It was verified that the device had vvi pacing output available.

Event description:
Boston scientific received information that this patient presented as the device was beeping. It was confirmed that the device had declared end of life (eol). The previous device check, approximately 9 months prior, had indicated nine years of remaining longevity. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon further investigation it was found that the device had arcing damage under the header. This caused the device to blow the plasma fuse and declare a shocking into a shorted lead fault. This was most likely caused by fluid leaking under the header bond and creating a path for the wire to arc to the device case.